Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative checked the cabling and board connection. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not power up and intermittently would not store the image. No patient injury was reported.